Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3387-40, lot # j0511409v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot # j0455352v, implanted: (B)(6) 2005, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported that the patient had her implant replaced on (B)(6) 2013. The stitches were removed approximately (B)(6) 2013. The patient was hospitalized on (B)(6) 2013 for 2 days due to severe chest pain and redness at the implant site. The patient was given antibiotics. Since (B)(6) 2013, the patient has been having yellowish drainage. The patient¿s physician was out and the patient was told to be seen at the emergency room. Additional information was requested, if received, a follow up report will be sent.

Event description:
Additional information confirmed the ¿cut extensions were still implanted¿ at the time of follow-up.

Event description:
It was further reported that a possible infection may be present. The patient refused to go back to see the surgeon. The patient was told the stimulator was smaller than the last one, but the new one ¿stuck out a half inch more out of her chest¿ than the previous one. The patient was ready to have it taken out. The yellow drainage continued and the patient had been on a second round of antibiotics. It was stated that at times the drainage was getting worse. The patient was concerned about an infection getting to her brain and killing her. The patient was redirected to a physician for follow up. It was further reported that the stimulator was explanted due to an infection at the device pocket. It was noted that the extension was cut from the battery and there were no alleged product issues. The patient status was unknown.